Event description:
The distributor contacted animas on (B)(6) 2012 indicating that the pump emptied the full cartridge of insulin during the load cartridge step. This report is made based on the allegation of the pump load step issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. During testing, the pump load step failed to detect the filled cartridge and emitted a "no cartridge detected" warning. A force sensor calibration test found that the force sensor was out of calibration. The pump was opened and a cold solder joint was found in the force sensor circuit resulting in a dislodge component on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). Correction/removal reporting number: 2531779-03/24/2010-003-r.